Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with bubbles forming in the chamber making it difficult to draw blood on 10 occasions.

Manufacturer narrative:
H.6. Investigation summary: one opened and empty blister pack and two 5ml syringes in fully sealed blister packs confirmed to be from batch #8337849 (p/n 309646) were received. No visual defects were observed on the two samples received that are not associated with complaint information for 10ml product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect root cause not defined since defects were not confirmed in sample received. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with bubbles forming in the chamber making it difficult to draw blood on 10 "occasions".